Event description:
It was reported that the patient presented in the emergency room complaining of stimulation in the chest that started three days prior. Upon interrogation, the right atrial lead exhibited unacceptable thresholds due to dislodgement. The patient was doing fine and the physician elected to take no action at this time.

Manufacturer narrative:
.